Event description:
X-ray film developer was in use when staff noticed thick black smoke coming out of the top vent area of developer. The electrical plug was immediately removed from the wall. Right after that flames burst out of the machine. The flames reached about a foot and a half high. Staff used a blanket and a fire extinguisher to put out the fire. Staff involved complained of some minor irritation from breathing the smoke.later analysis of the device revealed the fan had failed and the thermal safety fuse was improperly wired in a way that bypassed it. The miswiring is most likely a result of an improper repair done by the hospital at some time in the past. The design of the device makes miswiring a fairly easy mistake as there are many interchangeable connection points. Even if the thermal safety fuse is intact, there is the possibility for pieces of film to fall directly onto the heating element.